Event description:
The customer reported via phone call that the insulin pump sounded a constant tone and had a frozen screen. The customer stated that after troubleshooting, she was able to get the insulin pump to work again, but the issues recurred after ending the first phone call. The customer did not know the blood glucose reading. She stated that was not doing anything on the insulin pump, heard ringing, and then saw that the insulin pump was off. She reported that the tone came back after troubleshooting and that she did not receive any alarm prior to the constant tone. She noted that the display was not completely blank. She stated that she was calling back with a frozen display after installing a new battery for the previous issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected blank display anomalies noted. The insulin pump was received with frozen screen anomaly and watchdog alarm due to moisture damage on all electronic assemblies noted. The insulin pump was unable to perform self-test, displacement test, off no power test and operating currents measurements due to frozen screen and watchdog alarm. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.